Event description:
The customer stated that there are an increased number initial reactive alinity s chagas patient samples. One sample has come back indeterminate from confirmatory testing. The customer has provided the following data: (B)(6) results from 04feb2023 = 2.15 repeated on 05feb2023 results = 1.91 and 2.17 confirmatory indeterminate. (B)(6) results from 10feb2023 = 1.15 repeated on 11feb2023 results = 1.22 and 1.27 confirmatory test indeterminate. (B)(6) results from 13feb2023 = 1.61 repeated on 15feb2023 results = 1.57 and 1.59 confirmatory test negative. (B)(6) results from 17feb2023 = 2.28 repeated on 19feb2023 results = 2.38 and 2.18 confirmatory test indeterminate. (B)(6) results from 23feb2023 = 1.01 repeated on 24feb2023 results = 1.05 and 1.06 confirmatory test indeterminate. Additional data provided 16mar2024: (B)(6) results from 03mar2023 = 1.40 repeated on 05mar2023 results = 1.50 and 1.54. (B)(6) results from 08mar2023 = 1.03 repeated on 10mar2023 results = 1.03 and 1.00. (B)(6) results from 09mar2023 = 1.74 repeated on 10mar2023 results = 1.65 and 1.62. (B)(6) results from 14mar2023 = 1.37 repeated on 14mar2023 results = 1.45 and 1.41. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
Additional patient testing added to section b5: describe event or problem. Complete information for section a1 patient identifier: sid (B)(6).

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A technical review of field data for alinity s chagas reagent, lot 40523be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) across obi, applicable peer sites and across all us customer sites were collected and assessed. Aggregated performance of lot 40523be00 across all us customer sites (regardless of peer group) are within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. Additionally, a review of the overall monthly reactive rates from august 2022 to february 2023 was performed. Review of the time-based (monthly) data demonstrates that the performance of the customer of interest is comparable or better to the performance of their peers. The performance of the assay across all months is within product requirements. Based on the investigation, no deficiency for lot number 40523be00 was identified.

Event description:
The customer stated that there are an increased number initial reactive alinity s chagas patient samples. One sample has come back indeterminate from confirmatory testing. The customer has provided the following data: (B)(6) results from (B)(6) 2023 = 2.15 repeated on (B)(6) 2023 results = 1.91 and 2.17 confirmatory indeterminate; (B)(6) results from (B)(6) 2023 = 1.15 repeated on (B)(6) 2023 results = 1.22 and 1.27 confirmatory test indeterminate; (B)(6) results from (B)(6) 2023 = 1.61 repeated on (B)(6) 2023 results = 1.57 and 1.59 confirmatory test negative; (B)(6) results from 17feb2023 = 2.28 repeated on (B)(6) 2023 results = 2.38 and 2.18; (B)(6) results from 23feb2023 = 1.01 repeated on (B)(6) 2023 results = 1.05 and 1.06. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
Complete information for patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.